Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, while flushing the sheath prior to inserting the catheters, it was noted that the valve was leaking saline. The device was replaced and the procedure was completed with no adverse consequences to the patient.